Event description:
It was stated that the customer was hospitalized twice in one weeks for diabetic ketoacidosis. The customer stated that she changed the infusion the day prior to the second hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Advised the customer to speak with her doctor for further assistance.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.